Event description:
The customer reported intermittent communication errors. This error can prohibit the system from booting to a usable state or result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.